Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause was unknown. Glucagon was administered to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose of 52 mg/dl was entered in the pump by the user on (B)(6) 2018. The lowest bg value recorded by continuous glucose monitor (cgm) was 63 mg/dl. Prior to the low bg, the user delivered a 2 unit bolus without entering a current bg value and still having 0.94 units of insulin on board (iob). There were no erratic basal rate adjustments.it was possible that the user over corrected. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.